Manufacturer narrative:
H3, h6: a software analysis was initiated to determine the probable cause of the issue. Analysis found that there is insufficient in formation to determine whether a software anomaly contributed to the reported behavior. Fdm b01, fdr c19, and fdc d15 are applicable to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9733686, software version #: (B)(4). A medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. The concomitant product has not been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that during a posterior cervical spinal fusion, there was an alleged inaccuracy. It was noted that when taking off drapes stapled around the spinous clamp, the frame may have been bumped. However, accuracy was checked on the t1 spinous process and the surgeon decided to continue (spinous clamp on t2). Once the surgeon tapped and drilled on t1, they stated that they were in the spinal canal rather than the pedicle. They were lateral, however, because the patient had small pedicles, the distance could not be determined. A re-spin was done and accuracy was verified with the pointer. T1-t2 were operated on with no excessive force or movement and no inaccuracies. However, when getting to c4, the surgeon felt inaccurate and decided to use fluoro, but initially, they were not planning on using navigation after t1-t2. Additionally, the site is using instruments from another manufacturer and metal with navlock trackers. There was no impact on patient outcome and the procedure was delayed by less than one hour.

Event description:
Additional information was received: it was reported that the physician was unable to give the amount of inaccuracy and the site/physician were aware of not knowing the amount of inaccuracy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.